Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/03/2025, the user reported that the ilet device was not allowing them to unlock the screen. While the user could tap on certain icons, such as the notification bell and insulin vial, they were unable to proceed with a supply change due to limited screen responsiveness. The user observed a chip in the corner of the screen, with visible cracks extending from the damaged area. The device is typically carried in a pocket and has some surface scratches. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.